Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the format for programming the dose administration on a novum iq syringe pump was in the format of hh:mm, while the flush programming is in the format of mm:ss. This has led to incorrect programming of the line flush due to nursing muscle memory of programming ¿30¿ or ¿60¿ assuming it will be minutes. The process step during which this occurred was unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.